Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
A software investigation was completed and found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative received a report from a site representative, nurse, regarding a cranial procedure occurring "a few weeks ago." During stereo eeg implantation, after electrode 6, the navigation system shut-down and re-booted itself simultaneously. The surgeon opted to use previous registration to continue and completed the procedure with the use of the navigation system. There was a 20 minute delay in the procedure, however, the surgeon proceeded as originally planned. There was no impact on patient outcome.

Manufacturer narrative:
Date of event is approximated at (B)(6) 2015 as it was stated in the e-mailed report from the site nurse, that the event occurred "a few weeks ago." (B)(6). (B)(4) 2015 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2015 - a medtronic representative, following-up at the site, was unable to replicate the reported issue.